Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Initial reporter last name: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Manufacturer narrative:
Additional information : imdrf annex a, b, c and d grids, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, remedial action required, remedial action. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.